Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing. No pump error 35 alarms noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 233 mg/dl at the time of the incident. The customer stated that the insulin continues to drip after the motor stops during the fill tubing process. The customer informed that they received a broken force sensor was detected during seating or regular delivery alarm. The customer stated they were unable to exit the load reservoir process. It was reported that the rewind option displayed after an alarm/alert. The customer received complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.